Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that no adverse patient effects occurred during post procedural monitoring and the patient was discharged home as planned. The returned catheter had its tip missing. On the shaft proximal to the tip breakage site, circumferential cracks, one characteristic of ductile fracture, were observed. The catheter lumen was narrowed as the underlying braids and inner most polymer layer were occluding the lumen, suggesting torsion was accumulated. Multiple scratch marks made by contact with the calcium were found on the surface of the separated tip. The above findings inferred that the tip was separated at the border between the tip and the shaft where approximately 5 mm from the distal end. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained case information and condition of the returned catheter, it was concluded that the tip became separated by rotational stress exceeding the product's design limit applied on the tip where the border of the tip and the shaft lay while the distal portion of the tip was trapped by the heavily calcified lesion. There was no indication of product deficiency. The tip was severely damaged that it could not be ascertained whether all fragments of the tip was retrieved from the anatomy. Additional intervention was implemented to snare the separated tip. Therefore, this incident was considered serious injury to the patient. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified 99% stenosis in the lcx #11, a 0.01 inch guide wire was crossed the lesion and then the subject microcatheter was advanced in order to perform ablation by rotablator. Strong resistance was felt at the stenosis during catheter advancement. When the catheter crossed the lesion, it was found that its tip broke off and the separated tip was on the guide wire. Leaving the separated as is, the procedure was resumed and a stent was deployed after balloon dilatation and ivus. After reestablishment of the blood flow was made, a snare was inserted over the guide wire and retrieved together with the separated catheter tip and the guide wire.